Manufacturer narrative:
The product was not returned as it was consumed in the procedure. Attempts were made to obtain additional information, however, the attempts were unsuccessful. Based on the procedure note, the injection was not continuous; however length of interruption was not reported. Based on the onyx instruction for use: "do not interrupt the onyx¿ les injection for longer than two minutes prior to re-injection. Solidification of the onyx¿ les may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter may result in catheter rupture." Same event as reported in MDR MFR 2029214-2016-00336.

Event description:
Medtronic received information that an apollo microcatheter ruptured during an onyx embolization procedure. The patient was undergoing preoperative onyx embolization with a plan for staged embolization prior to surgical resection. The patient was diagnosed with treatment of a medium sized arteriovenous malformation (avm) located in the left occipital lobe. Based on the procedure note, the avm was accessed with apollo microcatheter through the middle cerebral artery (mca). Dmso 0.5cc was injected followed by onyx-18. Multiple round of injections were performed halting at any sign of onyx reflux toward the apollo catheter or into the venous system. Roadmap guidance was used and refreshed with each successive injection of onyx. After several rounds of successful onyx delivery, reflux was identified quite proximally on the catheter. Injection was immediately halted. The apollo catheter was withdrawn and found to have ruptured slightly proximal to the break-off point. Angiography via the distal access catheter confirmed no untoward sequelae of this event. Another apollo microcatheter was used to complete the procedure. All onyx was successfully delivered to the nidus of the avm alone and none was identified within the venous system or normal arterial vasculature. The distal access catheter was then withdrawn and angiography performed via the shuttle with was present in the left internal carotid artery and a gain after further withdrawal into the common carotid artery. These sequences confirmed no thromboembolic or other vascular complications. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.